Manufacturer narrative:
The device powered up properly after battery installation. No blank display noted. The device passed the self test, sleep current measurement, active current measurement, and the displacement test. The device was monitored and no unexpected powering off or blank display noted. No unexpected pump error alarms noted during testing however, the downloaded history files confirmed software error alarm (line number 884 file number 205) due to a software error (ptc 1883137). Verified the battery tube power connector is properly connected to electrical board during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a pump error and blank display the customer¿s blood glucose level was 8.0 mmol/l. The customer reported that the insulin pump had a software error detected alarm. The customer reported that the error occurred twice. The customer reported that they were able to clear the alarm and complete the rewind process. The customer reported that the insulin pump did not pass the self test. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.